Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, pump won't run". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 51, rate 2 and 40 was given. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional contact information: (B)(6).